Event description:
Pt was undergoing a revision of fem/pop graft. The cell saver was set up emergently to deal with unexpected blood loss. The cell saver was used in the manual mode while blood was being returned to the pt. During the administration of the fourth unit from cell saver the pt experienced cardiac stand still.